Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.5 cm from the connector pin, due to friction with the device can.